Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the head of the right atrial (ra) setscrew was above the sealplug. Additionally, it was observed that there was damage to the top of the hex slot and the ra setscrew threads were found to be normal. Analysis determined that the ra setscrew damage was induced. Specifically, a wrench was inserted into the setscrew at an angle which is most likely why the wrench became stuck and the setscrew was pulled out through the sealplug. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker was attempted and replaced due to setscrew complications at implant. During the implant procedure the right atrial (ra) lead dislodged and was repositioned. After the ra lead was repositioned, the ra setscrew was tightened. However, when the hex wrench was removed, the hex wrench pulled out the ra setscrew with it. Subsequently, this pacemaker was attempted and replaced. No adverse patient effects.